Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's power management board was replaced to address the issue. The remote alarm connector was found to be broken. The device's interface board was replaced to address the issue.